Event description:
It was reported that the pulsavac plus wound debridgement system component kit had a lack of power prior to surgery, the device was removed from the field and put aside. There was no patient harm or delay reported.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. A review of the manufacturing records was performed for part number 00515042000, lot 61859018. This lot was manufactured and released into inventory on (B)(4) 2011. There were no non-conformances during manufacture that would be related to this complaint. All testing requirements were met. Evaluation of the device confirmed the complaint. The unit did not function in high or low mode. The batteries and battery pack was examined. Six (6) of the batteries showed corrosion on the negative end and mating battery pack terminal. Due to the amount of corrosion, the unit could not be tested functionally. The wiring was examined and no issues were found. The cause of the reported issues was the corroded battery terminals and the root cause of the corroded batteries is undetermined. The device was serviced and returned to the customer.